Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer¿s current blood glucose level was 152 mg/dl. The customer reported that he was feeling very sick and it was because of pump. The customer also went to hospital because of high blood glucose level. The customer also reported that he had high blood glucose level last weekend. The customer reported that drive support cap was normal. The insulin pump will not be returned for analysis.